Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Endosseous dental implant removal. Implant was 1 of 5 placed in class ii bone during a routine procure in an atrophic mandible. The clinician reports that the implant (site #9) was class ii mobile and would turn when he attempted to tighten. The implant was removed approx 1.5 months post-operatively.